Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccur, which the caller acknowledged and understood.